Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection: a visual inspection of the returned autopulse platform was performed and found no physical damage was noted. A review of the archive was performed and multiple user advisories (ua) 45 (not at "home" position after power-on) message was observed on (B)(6) 2016. During functional testing, the platform displayed ua 45 upon power up. The drive shaft was rotated to home position to remedy the ua 45. The platform passed testing for 15 minutes using test manikin without displaying any faults or user advisories. Additionally the clutch plate that was noted to be sticky was deburred. In summary the customer's reported complaint that the platform displayed ua 45 was confirmed during functional testing. The root cause for ua 45 was that the shaft was not at home position. After rotating the shaft to the home position, the platform passed all testing.

Event description:
The customer reported that during shift check, the autopulse platform displayed user advisor 45 (not at "home" position after power-on) message. The crew was unable to clear the message. No patient involvement was reported.